Event description:
Patient reported right side "discomfort and pain". Healthcare professional reported right side capsular contracture baker grade ii-iii and later reported the patient "was treated for pain and hardening of the breast with progressive worsening despite the use of analgesics". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h11. Clarification to h11.: correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 6-may-2025.

Event description:
Patient reported right side "discomfort and pain". Healthcare professional reported right side capsular contracture baker grade ii-iii and later reported the patient "was treated for pain and hardening of the breast with progressive worsening despite the use of analgesics". Device has been explanted.